Event description:
A customer reported to beckman coulter, inc. (Bec) that erroneously low sodium (na) results were generated by unicel dxc 800 pro synchron clinical system for ninety six (96) patient samples. The erroneous results were reported out of the laboratory. Repeat testing produced results 3 to 7 mmol/l higher than the initial results. The reports were amended. The patient results are shown in the attached file. Patient treatment was not initiated or withheld based upon the reported results. Note: the related events on (B)(6) 2011 are reported in medwatch #2050012-2011-06415, #2050012-2011-06416, #2050012-2011-06417, respectively.

Manufacturer narrative:
Qc on the day of this event, (B)(6) 2011, was within the established ranges. The instrument is currently performing within the specifications. Preventive maintenance was performed on (B)(6) 2011. Bec field service engineer (fse) decontaminated and re-tubed the system, and replaced the carbon bridge. Another preventive maintenance was performed on (B)(6) 2011, and replaced the ratio pump. After the event on (B)(6) 2011, the customer replaced the sodium (na) electrode to resolve the issue. Calibration and qc data met the established criteria.